Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
(B)(6) clinical study. It was reported that restenosis occurred. The subject was enrolled in the emient study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in right mid superficial femoral artery (sfa) with 70% stenosis and was 100 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii a lesion. The target lesion was treated with direct placement of a 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 5%. On (B)(6) 2017, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, 793 days post index procedure, the subject was noted to have critical in-stent stenosis on the right leg. On the same day, the subject was hospitalized for further treatment and evaluation. On (B)(6) 2020, 793 days post index procedure, the 90% stenosis in right mid sfa which was 30 mm long with a reference vessel diameter of 6 mm was treated with percutaneous transluminal angioplasty (pta) (in stent ballooning), resulting in 0% residual stenosis. On (B)(6) 2020, the event was considered recovered/resolved subject was discharged with medications.